Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. It was recomended to replace the g3 main board as a precaution. The repair of the device has not been approved. The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured before UDI requirements.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.